Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient underwent lead revision surgery on (B)(6) 2019 in which the sacral lead was explanted and replaced, which resolved the issue. Therapy was resolved post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date and therapy date have been estimated.

Event description:
Related manufacturer reference numbers: 1627487-2019-08366. It was reported that diagnostic testing revealed invalid impedances on multiple contacts of the lead located at l3 and the lead located at s1 has migrated. It was also reported that the patient had an unrelated surgery. Surgery may occur to address the issue.